Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2011, inratio: 2.2, reference: 1.7; (B)(6) 2011, 2.0. 2.6; (B)(6) 2011, 2.1, 1.8; (B)(6) 2011, 2.1, 1.9. Replacement strip lot. Alere home monitoring strip lot. Each test done on a new finger, comparisons done within minutes of each other. Therapeutic range 2.2-3.0.

Manufacturer narrative:
Investigation pending.